Manufacturer narrative:
Based on previous investigations with same failure mode it was determined that this event should have not been considered a reportable event since the malfunction could not cause or contribute to a death or serious injury. Reported event: an event regarding arm vibration during reaming, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method and results: device history: not performed as the device being inspected is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were multiple reported events ((B)(4)). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: device inspection could not be performed, no session data was provided. Multiple communication attempts were made, mps was unable to locate data. Session files were not provided for investigation.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming. The case was successfully completed and there was no harm to the patient.